Event description:
It was reported that during a gastroplasty procedure, in the moment that the stapler was placed in the trocar, it began to insufflate the membrane of the trocar, forming a bladder. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested but no response has been received; what is the standard insufflation pressure for this surgeon? -was the device reprocessed? -did they notice any unexpected pressure loss w/in this procedure? -did they notice any peculiar noises within the procedure prior to identifying this issue?

Manufacturer narrative:
(B)(4). Additional information: based on the video of the subject cb12lt, the video does not provide enough evidence to identify the root cause of the issue, but a misassembled or damaged seal in the device may have contributed to the issue.